Event description:
Mother reported that son has been experiencing the infusion set tubing coming disconnected at the luer lock connection. She states that he started to use the infusion device for the first time 14 days ago. The mother reported that he has been experiencing this issue since he began to use the infusion set. The mother reported that in 2006 her son's blood glucose was 225 mg/dl. She reported that she would change the infusion set once the tubing separation was noticed. No symptoms were provided for the elevated blood glucose. No medical assistance was required. Request for product to be returned for eval.